Event description:
Reportedly, the physician attempting to place swan-ganz catheter in the left internal jugular vein. It wrapped around a dialysis catheter from the right subclavin vein and pulled the dialysis catheter significantly out of position into the left subclavin vein. When pulled back on the swan-ganz catheter, the swan-ganz catheter broke in the left internal jugular left subclavin vein region. The dialysis catheter was out of position. The chest was opened and the piece swan-ganz catheter was removed through an incision in the left subclavin vein. Additionally, the right subclavin dialysis was removed. The pt was discharged from the hospital, but was readmitted 13 days later with sepsis and extensive non-occlusive thrombus of the left arm, including the left internal jugular vein. Follow up with customer, indicated both catheters became tangled inside of pt during procedure. Customer also indicated that device cannot be returned; however, if edwards would like to send someone to take a photo of the catheter that would be allowed. Not returning, hospital's policy to not return device.

Manufacturer narrative:
Followed up with risk management, she indicated that the device will not be returned as per hospital policy.